Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8144669, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-24. Medical device lot #: 8239596, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-27. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 301031, batch no. 8144669 and 8239596. It was reported that before use of the bd luer-lok¿ syringe the syringes were found with contamination. The following information was provided by the initial reporter: the reason of this notification is to inform you about a quality defect found in part number described below: part number: lot number, quantity: 301031: 8144669, 10,075; 8239596, 12,025. Which were found with contamination (brown stain), this was received as a customer complaint ((B)(4)) could you help us review it with your team to prevent it from happening again? However, this is a notification only and no formal corrective actions are required at this time.

Manufacturer narrative:
Seven (7) photos were provided by the customer for investigation. One (1) photo shows seven (7) syringes in blister packs and one (1) syringe removed from the blister pack. The other six (6) photos show brown foreign matter (fm) in the luer lok® collar. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no. 301031 batch no. 8144669 and 8239596. It was reported that before use of the bd luer-lok¿ syringe the syringes were found with contamination. The following information was provided by the initial reporter: the reason of this notification is to inform you about a quality defect found in part number described below: part number, lot number, quantity, 301031, 8144669, 10,075. 8239596, 12,025. Which were found with contamination (brown stain), this was received as a customer complain (B)(4) could you help us review it with your team to prevent it from happening again? However, this is a notification only and no formal corrective actions are required at this time.